Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Event month and day unknown. Only year (2018) is known.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure the device did not fire correctly. The donuts did not form and the anastomosis was not complete. It is unknown how the procedure was completed. There were no patient consequences reported. No device will be returned.

Manufacturer narrative:
(B)(4). Date sent: ((B)(6)2020. Additional information received: or report (please see attachment).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Corrected data: adverse event; outcomes attributed to adverse event; type of reportable event; patient codes. Additional information received: pleading states patient underwent lap sigmoid colectomy to remove a malignant neoplasm on (B)(6) 2018. It alleges the staple gun misfired and that ¿about half the staples had not deployed and the anastomosis was not intact.¿ it further alleges that the procedure was converted to open as the colon and rectum were not properly closed. The surgeon elected to perform an end colostomy which was attempted to be closed on (B)(6) 2019; however, an ileostomy was required which was later closed. The pleading does not provide the date the ileostomy closure procedure was performed.